Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this defibrillator and right atrial (ra) lead exhibited high out-of-range pacing lead impedance measurement and undersensing. Additional information was received and indicated that the lead was tested with the pacing system analyzer (psa) and displayed 2450 ohms. The device was explanted and the lead was surgically abandoned. A new system was successfully implanted. No additional adverse patient effects were reported.